Manufacturer narrative:
Sepsis/pdi: the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The device was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 78-year-old male with acute myocardial infarction complicated by cardiogenic shock (pre-support clinical state consistent with scai shock stage c) was supported with an impella cp and ECMO for management of three-vessel disease. The impella cp was implanted percutaneously via the left femoral artery and remained in place until explant. During support, the patient's hemodynamics improved, allowing ECMO withdrawal. Following ECMO removal, the patient developed fever and feculent odor in the oral cavity. Blood cultures and sputum samples were obtained, and the patient was suspected to have sepsis. Antibiotic therapy was initiated; however, the infection could not be controlled, and the patient subsequently expired due to sepsis. The customer reported that the impella device was not directly related to the infection and noted a suspicion of non-occlusive mesenteric ischemia (nomi). The death is conservatively being reported to the impella but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage c and the sepsis that was attributed to the mesenteric ischemia.